Manufacturer narrative:
(B)(4). Therapy date unknown; unknown nexgen rhk hinge post. Report source: foreign - (B)(6). Literature - von hintze, j., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Outcomes of the rotating hinge knee in revision total knee arthroplasty with a median follow-up of 6.2 years. Bmc musculoskeletal disorders, 22(1), 336. Https://doi.org/10.1186/s12891-021-04205-9. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2021) that reported a study from (B)(6) that looked at survival rate and outcomes in revision rotating hinge knee (rhk) arthroplasties. The study reported one patient experienced a mechanical hinge-related complication (without trauma); fracture of the tibial cone and the anterior part of the femoral hinge post. Subsequently, the patient underwent revision of the tibial insert and hinge mechanism. Attempts have been made and no further information has been provided.